Event description:
Profound and permanent neurological injuries [nervous system disorder]. Profound and permanent injuries [injury]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Case description: an attorney reported that his client, an adult female age (B)(6), used fixodent denture adhesive, form/version unk and super poligrip denture adhesive beginning 2001, when she became denture dependent, through 2009 and reported the following: profound and permanent neurological injuries, profound and permanent injuries that have left her unable to perform her normal, customary and daily activities, and excess zinc and copper depletion both beginning 2009. Treatment: constant (unspecified) care and assistance. The case outcome was not covered/not resolved. Past medical history included: medical history - denture wearer since 2001. No further info was provided.

Manufacturer narrative:
Otc product: yes. PMA/510(k) # k945200. Lot number or product was not provided by the rptr therefore unable to proceed with batch retain testing or product investigation.